Event description:
The customer reported via phone call that they had multiple failed battery test alarms with their insulin pump. Customer reported the alarm was not resolved with a new battery cap and battery replacements. The customer also reported a weak battery alarm occurring. Customer's blood glucose was 306 mg/dl. The customer has treated their blood glucose with a bolus. The customer requested to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corners.